Event description:
Reporter indicated he was having performance problems with a dell handheld vns computer. The computer and flashcard were returned and are currently in prod analysis. Further attempts for info are in progress.